Event description:
Pt went to or 12/3/1997 for removal of 7fr betaport. Actual port dome was noted to be adherant to surrounding tissue. Tissue appeared to be partially calcified unlike usual serous membrane of pocket. Catheter also adherant to vessel. Catheter also adherant to vessel dissected beneath muscle and broke off at this point.